Event description:
It was reported that this right ventricular (RV) lead exhibited an increase in pacing threshold measurements resulting in loss of capture. Device data was sent to RhythmCARE for review. RhythmCARE subsequently recommended lead replacement. This lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information is being sought from the local representative for the model and serial number. This report will be updated once this information is obtained.Investigation Summary: With all the available information, Boston Scientific concludes our investigation of this event is complete. This report will be updated should additional information be provided. Device Technical Analysis: The complaint device was not returned to Boston Scientific, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions For Use). Therefore, well-understood factors likely contributed to the event.Investigation Conclusion: In the absence of physical analysis, the root cause of the reported increased threshold measurements and loss of capture cannot be determined.

Event description:
IT WAS REPORTED THAT THIS RIGHT VENTRICULAR (RV) LEAD EXHIBITED AN INCREASE IN PACING THRESHOLD MEASUREMENTS RESULTING IN LOSS OF CAPTURE. DEVICE DATA WAS SENT TO RHYTHMCARE FOR REVIEW. RHYTHMCARE SUBSEQUENTLY RECOMMENDED LEAD REPLACEMENT. THIS LEAD WAS SUBSEQUENTLY EXPLANTED AND REPLACED. NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED.

Manufacturer narrative:
ADDITIONAL INFORMATION IS BEING SOUGHT FROM THE LOCAL REPRESENTATIVE FOR THE MODEL AND SERIAL NUMBER. THIS REPORT WILL BE UPDATED ONCE THIS INFORMATION IS OBTAINED.